Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection on the device found a slightly bent handshake connection, and the brake defeat button was pushed into the advancer body. After destructive testing, it was found that the brake defeat button was broken, and blood was found present within the advancer body indicating a use past preparation. Upon device return, the advancer knob was in a locked state, once loosened, the advancer knob was able to toggle back and forth. When toggled, there was no resistance, and the advancer knob moved smoothly.

Event description:
Reportable based on device analysis completed on 04aug2025. It was reported that the automatic knob fell off. A rotalink advancer w/tubular drive shaft was selected for use. During the procedure, it was noted that the automatic knob fell off and the procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. However, device analysis revealed that the brake defeat button was broken.